Manufacturer narrative:
The o-ring was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The incident device (o-ring) was returned for analysis. Visual inspection of the component confirmed the reported event. O-ring showed a cut at one point. The actual condition of the o-ring correlates with damage induced by mechanical means most likely during the installation process of the pump and sewing ring. Based on the investigation, the reported failure mode was successfully replicated and determined that the o-ring damage can be induced during installation when the angle of insertion is not perpendicular to the sewing ring or by tightening the screw of the sewing ring before insertion of the inflow cannula. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including intra-operative bleeding as outlined in the instructions for use (IFU). The IFU outlines the steps for placement of the device and instructs that after placement of the inflow cannula in the ventricle and tightening of the sewing ring's screw around the inflow conduit verify no blood or air leakage around the sewing ring. With review of the available information the exact timing and cause of the reported damage as related to its use cannot be determined. The device has been returned to the manufacturer; however, analysis is pending. Device has not been returned.

Event description:
Information received from the physician in (B)(6) and via voluntary (B)(4) reported that this patient underwent ventricular assist device (vad) implantation surgery; the pump passed the wet test and was implanted while the patient was on cardiopulmonary bypass (cpb). The pump was locked without any complication. After the pump was started and cpb was off, the surgeon realized there was bleeding in the sewing area. The source of bleeding was localized between the pump and the sewing ring. The mounting of the apical ring resulted in a rupture of the sealing ring on the pump housing so that the fragments had to be retrieved out of the operating field. The patient was placed back on cbp, the pump was removed and a damaged o-ring was seen. The pump was replaced with another similar pump. The implantation progressed without any further complications. The patient is in good condition in the intensive care unit with plans of extubation.